Event description:
The customer reported the device does not work on battery power. This was observed during testing.

Manufacturer narrative:
(B)(4): the customer reported the device does not work on battery power. This was observed during testing. The customer isolated the issue to the battery pca. The battery pca was replaced which resolved the issue. The device passed testing and was returned to use. We will consider this a malfunction of the battery pca where the device did not work on battery power.